Event description:
Customer received blood glucose readings = 325mg/dl (06.21.05) and 264mg/dl and 198mg/dl (06.23.05). In 2004 customer did a lab comparison. Customer's meter results = 94mg/dl. Lab meter results = 140mg/dl. Unk if controls were in use. A request was made for the return of the suspect device.